Event description:
Allergan natrelle style 120 textured implants placed. Health started to decline after placement. Extreme fatigue, pain in left breast, burning in both breast, dry mucous membranes, aches in muscle and joints, increased food and product intolerance, bloating, edema, foggy. FDA safety report ID # (B)(4).